Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed data consistent with a pump stop. The controller event log file captured a pump stop on 07apr2026 at 13:24:36 consistent with disconnection of the driveline. The pump restarted at approximately 13:25:02 following reconnection of the driveline. The pump appeared to be operating as intended prior to and following the driveline disconnection. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number, (B)(6), with no further issues reported at this time. A discrepancy in data timestamps was captured on 20mar2026, indicating a pump stop occurred on that date. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, and patient handbook, is currently available. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The patient handbook warns in several sections" "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported on (B)(6) 2026 that the patient presented to the emergency department with a driveline disconnect followed by a pump stop that lasted 9 seconds. The patient was using a 2.0 low flow alarm threshold system controller. The log files were submitted for review. The log files confirmed the reported pump stop due to the driveline disconnect on 07apr2026.